Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device to resolve the reported issue. The device was not returned to stryker for evaluation. A root cause could not be established. H3 other text : device not returned for evaluation.

Manufacturer narrative:
The device was returned to stryker for evaluation. The root cause was determined to be a depleted battery.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.